Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 505 mg/dl at the time of incident. Customer reported insulin pump had motor error alarm. Drive support cap was normal. Customer was able to clear the alarm and rewind the insulin pump. Customer declined troubleshooting for any product. The insulin pump will be returned for analysis.